Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values six days after the sensor was inserted in the abdomen. At 03:00am the patient was sweating heavily and was unresponsive, his wife who woke up called the ambulance immediately. The ambulance arrived at around 03:30am and immediately took a fingerstick reading which was 23 mg/dl while the cgm reading at that moment (on the tandem pump), showed 100 mg/dl. The paramedics immediately started with intravenous treatment with glucose to bring the patient´s glucose level back up rapidly. After 10 minutes the patient started to regain consciousness and to feel better and blood glucose reading was up to 90 mg/dl. After the patient improved, the patient declined to be transported to the hospital and the paramedics left at around 04:00 am. At this time the cgm was reading 180 mg/dl and the blood glucose reading was 45 mg/dl. The patient reported that the night before the event, at 10:00pm, he took two 500mg tablets of tylenol for arthritis. At the time of the report the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.